Event description:
On (B)(6), 2025 this facility had a malfunction in a leased oxygen concentrator, manufactured by direct supply manufacturing inc., attendant 5l oxygen concentrator, model: a5lc-1, the concentrator began to produce smoke, filling room n112 and corridor with smoke setting off the fire alarm. The staff removed the concentrator from the building to the rear service parking lot. At that time it started producing flames and the staff extinguished the machine with a fire extinguisher. 2 residents and 8 staff were transported to the hospital out of precaution and released.